Event description:
It was reported that his bolus setting number was rapidly changing, even though he did not push any buttons. During the call, customer could not bring up the device's main menu. He reported that none of the buttons were working. Customer was advised the device needed to be replaced. Customer's blood glucose level was 178 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No display ramping anomaly was noted. The insulin pump had cracked battery tube threads and minor scratches on the display window.